Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please provide more event details? Were staples missing, not visible, or not formed in one or more staple lines after firing the stapler? What was the appearance of the staples that did deploy into tissue? (B-formation, irregular, legs straight)? How were the tissues that were damaged and re-opened staple line managed? What procedure was performed? Was it necessary to open the patient to manage the tissue? If yes, please provide details. How long was the procedure time extended? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that during an unknown procedure, there was a serious dysfunction of two cartridges. They successfully stapled, but the cut tissues were damaged and the line of staples reopened when cutting (the tissues was pushed). The procedure was extended by an unspecified amount of time. Patient consequences are unknown. No additional information is available at this time.